Manufacturer narrative:
(B)(4). Concomitant medical products: 11-363660, 36mm cocr mod hd -6mm, 672560, 00625006530, bone scr 6.5x30 self-tap, 63535925, 00630505036, liner standard 3.5 mm offset 36 mm, 63317976. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to loosening and pain. The acetabular component, liner, screws, and head were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. A shell, head, and liner were returned for evaluation. As returned, the fiber metal pad is embedded with bio debris. Damage is seen in the inner diameter. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.